Event description:
It was reported that the patient was acting very psychotic. The health care provider was unable to obtain any information regarding when the patient's pump was supposed to be refilled. The patient was being admitted to a "facility." The drug used in the pump at the time of the event was not known. Additional information has been requested; a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).